Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). Test results: the reference samples for the lot 6010107 have already been previously tested in the complaint (B)(4) on 11-jul- 2025. Visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to work instruction (wi) 8 version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air leak according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010107 was manufactured according to the work instruction (wi) version 118 manufactured in the line 10, on 04/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010107". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2022. Patient was then shifted to intensive care unit (ICU). Blood glucose level was over 500 mg/dl at the time of the event due to tubing leakage at the site and patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was found positive for high ketones level and ketones level were found to be life threatening. The duration of hospitalization was for three days. No further information available.